Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. C76456) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco user, breast operation in 2008, augmentation mammoplasty, caesarean section in 2004, menorrhagia, vitamin d deficiency, cobalamin deficiency, iron deficiency anemia, hyperhomocysteinemia, dysuria, hyperlipidemia, hypothyroidism, abnormal weight gain, tachycardia, ovarian cyst, chronic cervicitis, endometriosis, uterine cervical squamous metaplasia and endometrioma. Previously administered products included for an unreported indication: lasik in 2006 and hormone replacement therapy. Concurrent conditions included headache, neck pain, shoulder pain, urination urgency of, libido decreased, mood change, stress, difficulty sleeping, hair loss, fatigue, weight fluctuation, abdominal distension, heat intolerance, dyspareunia, arthralgia, back pain, unilateral leg swelling, diabetes mellitus, peripheral swelling, edema, dry mouth, dry eyes, post coital bleeding and menses irregular. Concomitant products included butalbital;caffeine;paracetamol (fioricet), calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz), cefixime (flexeril), cyclobenzaprine, eletriptan hydrobromide (relpax) and metoprolol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("urinary problems"), dysmenorrhoea ("dysmenorrhea") and menometrorrhagia ("menometrorrhagia"). The patient was treated with hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen and surgery (total abdominal hysterectomy, bilateral salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysuria, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dysuria, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful bilateral tubal occlusion with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. C76456) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tobacco user, breast operation in 2008, augmentation mammoplasty, caesarean section in 2004, menorrhagia, vitamin d deficiency, cobalamin deficiency, iron deficiency anemia, hyperhomocysteinemia, dysuria, hyperlipidemia, hypothyroidism, abnormal weight gain, tachycardia, ovarian cyst, chronic cervicitis, endometriosis, uterine cervical metaplasia and endometrioma. Previously administered products included for an unreported indication: lasik in 2006 and hormone replacement therapy. Concurrent conditions included headache, neck pain, shoulder pain, urination urgency of, libido decreased, mood change, stress, difficulty sleeping, hair loss, fatigue, weight fluctuation, abdominal distension, heat intolerance, dyspareunia, arthralgia, back pain, unilateral leg swelling, diabetes mellitus, peripheral swelling, edema, dry mouth, dry eyes, post coital bleeding and menses irregular. Concomitant products included butalbital;caffeine;paracetamol (fioricet), calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz), cefixime (flexeril), cyclobenzaprine, eletriptan hydrobromide (relpax) and metoprolol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea") and menometrorrhagia ("menometrorrhagia"). The patient was treated with hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen and surgery (total abdominal hysterectomy, bilateral salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menometrorrhagia, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successful bilateral tubal occlusion with essure device. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.